Event description:
Reportable based on analysis completed on (B)(6) 2013. T was reported that during a percutaneous coronary intervention a catheter was unable to cross the lesion. The 99% stenosed lesion was located at the calcified and moderately tortuous distal right coronary artery. A 2.25x24mm promus element plus drug eluting stent was used but it wasn't able to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status is stable. However investigation revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: initial visual examination of the device found both proximal and distal stent strut damage. The proximal stent struts were splayed outwardly. Review of the distal section of the stents profile found that approximately 10mm of the stent running proximally from the distal edge, was twisted thereby disrupting the profile of the stent. No kinks or damage were noticed along the shaft of the device. No further damage was noted which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.